Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure? Product code and lot number? Degree of prolapse? Were any concomitant procedures performed? Were any deficiencies or anomalies noted with mesh device? What symptoms did the patient experience following the index surgical procedure? Onset date? Did the patient undergo a hysterectomy? If so, supracervical hysterectomy vs. Total hysterectomy? Other relevant patient history? Date of death? Was a cause of death reported within the medical record? If so, please specify. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sacro-colcoplexy procedure on an unknown date and mesh was implanted. It was reported that the patient died due to peritonitis caused by perforation of the small intestine caused by a nonabsorbable prolene mesh placed years prior for the sacro-colcoplexy. Diagnosis for use: vesical prolapse. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b2, b9, d9, h3, h6. Additional information was requested, and the following was obtained: this office has been trying to obtain the pertinent medical records on this case to no avail. 3rd additional information requested: date of index surgical procedure? Unkown. Product code and lot number? Unkown. Degree of prolapse? Unkown. Were any concomitant procedures performed? Were any deficiencies or anomalies noted with mesh device? Unkown. What symptoms did the patient experience following the index surgical procedure? None. For years. Onset date? On date of death (B)(6) 2025. Did the patient undergo a hysterectomy? Yes, if so, supracervical hysterectomy vs. Total hysterectomy? Total hysterectomy. Other relevant patient history? Had been discharged 2 days prior due to repair of a hip fracture. Date of death? (B)(6) 2025. Was a cause of death reported within the medical record? No if so, please specify. An autopsy was required to determine the cause of death. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Unkown. Investigation summary: he product was returned to eth for evaluation. Visual inspection revealed that one piece of mesh into petri dish for unknown product was received for analysis. Upon visual inspection, a single piece of mesh in a petri dish (unidentified product) was noted to be encapsulated by adherent tissue. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.